Event description:
Caller reported the buttons on the infusion device are blocked. Caller stated during the demonstration, the menu button stopped functioning. No further information given. No adverse event reported. Device is unavailable for return.

Manufacturer narrative:
The event occurred in (B)(6). Device is unavailable for return.